Event description:
A customer reported that a doctor was operating the table of the innova 2000 with the smart box (tableside control), when the control came off of the rail, fell to the floor and landed on the doctor's toe. Following the event, the doctor was reportedly incapacitated for approximately five (5) minutes. It was confirmed through subsequent follow up that the injuries sustained by the doctor included bruising and pain. No serious injury was reported. According to the customer, the mechanism that connected the smart box to the table was "worn and rounded." The smart box was replaced at the customer site. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.